Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a power (no power) issue; blank display screen, no auditory or vibratory function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the pump powered on and displayed the verify screen in accordance with normal operation. Review of the black box data showed multiple records of power on reset events in association with clearing call service alarms on (B)(6) 2013. The call service alarms were due to the pump being occluded during the prime operation. There were no pump related defects associated with the power on reset events. Unrelated to the original complaint, the battery compartment was noted to be cracked below grip pad. There was no evidence of moisture contamination found inside battery compartment or on the underside of the battery cap that was returned with the pump for investigation. Battery cap was able to be fully tightened onto the pump. The pump was exercised for 24 hours with no power loss or battery related warnings were occurring. The pump case was removed for investigation with no evidence of moisture identified inside pump. Inspection of the battery terminal contacts revealed no evidence of intermittent contact. Unrelated to the original complaint, the display screen was noted to be dim and discolored. Investigation was unable to duplicate the complaint or verify the complaint of no power to the pump. This